Event description:
Information received from the (B)(6) clinical database. Treatment of a diagnosed thrombolysis ischemic stroke. It was reported that the patient underwent pipeline embolization procedure in 2010 and subsequently developed right sided paralysis and difficulty with words. No other complications were reported with the patient and the patient's condition was resolved on (B)(6) 2010.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).